Event description:
This procedure was performed in (B)(6). A 5 cm sfa total occlusion was treated. After guidewire placement and prior to intervention, an angiogram revealed impaired contrast flow in the distal aspect of the occluded segment. Lesion was assessed for integrity and the decision was made to proceed with plaque excision. The initial 2 passes were performed directed towards the medial plane of the vessel. Angiogram thereafter revealed a moderate restoration of flow proximally with an area of irregular flow distally. Decision was then made to proceed to treat the distal aspect of the lesion. During the 3rd passage, the patient reported feeling something. An angiogram was then taken to assess the situation and minor contrast extravasation had occurred. Balloon pta was then performed for 5 minutes in the affected area and the follow-up angiogram revealed no evidence of contrast extravasation.

Manufacturer narrative:
A review of the manufacture records for this device could not be reviewed because the lot number was not available.